Event description:
We have a patient implanted (B)(6) 2013 with a codman medstream pump (serial number (B)(4)) that the clinician has decided to revise (explant) due to an error code 8 (malfunctioning piezeo). Patient is stable and physician is maintaining oral doses of baclofen prior to the revision procedure.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.